Event description:
It was reported that the patient presented for a two week post-change out check, the pulse generator exhibited a diagnostics anomaly. The device was reprogrammed. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.